Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a lightly calcified left common femoral artery using a prostyle device after an interventional procedure with a small-bore sheath. Reportedly, when pulling back the prostyle outside of the patient to retrieve the 2 wires it was noticed that the sheath of the prostyle was missing. A surgical cut down was performed in the groin up to the proximal superficial femoral artery to retrieve the sheath of the prostyle. The sheath was able to be manually removed. Hemostasis was achieved through a surgical procedure and a delay occurred in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The break was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the guide broke during insertion or during needle deployment. This may occur by and in combination to: if the angle of insertion is too steep in relation to the tissue track, there is calcification, or there is lateral stress place on the guide due to patient mass or manipulation of the device with the feet against the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.